Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) calibrated as normal but the oxygen (o2) percent (%) on the central control monitor (ccm) was blank. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified there were 'fraction of inspired oxygen (fio2) does not match blender position' events in the logs. He replaced the o2 sensor and performed release testing successfully. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) installed the suspect o2 sensor into the lab use only (luo) epgs and the epgs failed verification and release testing as the fio2 readings became erratic. With the luo o2 sensor installed, the epgs passed the testing. It was determined the suspect o2 sensor was defective.

Event description:
Additional information was received that there was no delay in cardiopulmonary bypass (cpb). Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) while on cpb, described as: after normal calibration the epgs percent (%) oxygen (o2) on the central control monitor (ccm) was appearing blank. The manufacturer's clinical specialist spoke with the perfusionist and confirmed that the problem did occur while on cpb, but also that the unit was not changed out. The case proceeded and was completed successfully using the blood parameter monitor (bpm) partial pressure of oxygen (po2) as guidance, with no delay and no blood loss. He also stated that the problem has been resolved by replacing the o2 sensor.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. Per supplier evaluation, upon inspection of the oxygen (o2) sensor, gas bubbles were observed. Gas bubbles, possibly caused by dehydration, close to the cathode and underlay were identified as the cause for the observed failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.